Event description:
It was reported that the patient had difficulty in charging the implantable pulse generator (ipg), which resulted in inadequate stimulation. The patient underwent an ipg replacement procedure.